Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a fall which was unrelated to a device malfunction. After the fall there were episodes of noise and oversensing. The lead was capped and replaced and the patient was stable.